Manufacturer narrative:
The device has been received for evaluation; however, the device evaluation is not yet complete. A follow up supplemental report will be filed.

Event description:
Received info regarding a cartridge alarm 6 during basal delivery. Customers reported an a1c of 7.1. Reportedly, the customer was swimming with the pump.